Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Reporter occupation: non-healthcare professional. PMA/510(k) k172557. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "on or about (B)(6) 2015 [pt] was implanted with a cook gunther tulip vena cava fitler. On or about (B)(6) 2015 [pt] was diagnosed with embedment and/or perforation of the ivc, as well as ivc filter thrombosis."

Manufacturer narrative:
Manufacturer ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G5) PMA/510(k) k171712 summary of investigational findings of 05jan2021: no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 21dec2020: it is alleged that "on (B)(6) 2015 [pt] was implanted with a cook celect filter.

Event description:
Patient allegedly received an implant on (B)(6) 2015, followed by a successful retrieval on (B)(6) 2015. Patient is alleging vena cava perforation, filter thrombosis, ivc thrombosis. The patient further alleges "no jugular vein on right side, dizziness, swelling in both legs, limitations bending, standing for extended periods of time, and turning head quickly. Retrieval report (successful): "inferior vena cava thrombosis. Interior vena cava infrarenal filter thrombosis" "nonselective catherization of the vena cava from a right internal jugular vein cannulation." "Suction thrombectomy of the suprarenal vena cava using angiovac device with extracorporeal veno-veno bypass circuit. Ligation of right internal jugular vein. Retrieval of inferior vena cava filter. Nonselective catherization of the inferior vena cava from bilateral common femoral veins..." "Mechanical thrombolysis of infrarenal inferior vena cava using anfiojet and cleaner device performed..." "In followup, it was noted that he had thrombosis of the inferior vena cava filter with thrombus extension into his suprarenal vena cava." "Large volume thrombus visualized in suprarenal inferior vena cava, extending from the inferior vena cava filter to the right atrium/inferior vena cava junction." "Successful retrieval of the inferior vena cava celect inferior vena cava filter from the right internal jugular vein following removal of cannulation sheaths."

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported no jugular vein on right side, dizziness, swelling, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown. The alleged celect is manufactured and inspected according to specifications. The following allegations have been investigated: complicated removal, no jugular vein on right side, dizziness, swelling, physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.